Manufacturer narrative:
(B)(6). Investigation conclusion: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - no reject activities related to this defect were found for this batch. Eura review - the cause of failure and precise failure mode could not be determined as no unit was received for testing and evaluation. Based on the customer¿s verbatim description, the effect of the device failure was leakage that did not require medical intervention. Rm5796 rev 15(n) nexiva p-eura identifies damage to the q-syte or luer adapter resulting in leakage as a failure mode and states that the effect of minor leakage has a limited severity with ranking s2. The end user effect of minor leakage has occasional occurrence of o3 ( =100 ipm) for the failure mode of damaged q-syte or luer adapter. The failure mode of inadequate connection to the luer adapter is identified as a failure mode in rm5769 rev 14(m) nexiva a-eura with causes of failure of improper connection or the use of a non-iso compliant luer connection. For this failure mode, the end user effect of leakage that does not require medical intervention has a limited severity of s2 and occasional occurrence of o3 ( =100 ipm). With limited severity and occasional occurrence, the risk to the end user is acceptable. Occurrence rate of the defect for this batch is remote with ranking o2 (=10 ipm). Sample analysis - no sample was received for evaluation or testing. The customer's experience could not be confirmed or reproduced. Root cause description the defective unit was not received for evaluation and testing. Root cause is indeterminate. D16123 rev 6(c) nexiva dual port instructions for use instruct to ensure that the q-syte device is secure prior to insertion and to use iso compliant luer connections with the nexiva device. It also states that the 20g nexiva device is suitable for power injection at a maximum pressure of 300 psi only when access ports not suitable for use with power injectors are removed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system with dual port was found leaking as "during the injection, using injection pump, there was loss of saline solution through the route of material that was free, even using a valve (microclave) ." There was no report of exposure, injury or medical intervention needed.